Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-06210. The pt is implanted with two leads from different lots. It was reported the pt is experiencing tenderness on his left side when the stimulation is on. The pt has two programs for stimulation therapy on his right and left sides. The pt has stopped using the stimulation for the left side because of the tenderness. The pt will follow-up with his physician in a few weeks to evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.